Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using vasoview hemopro 2, the balloon cuff would not inflate. The customer did not have an accessory kit available, so a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The btt device was not returned to the factory for evaluation. The hemopro 2 and the cannula were returned to the factory for evaluation. A visual inspection was conducted. Signs clinical usage and blood were observed. Blood was observed on the cannula handle and the harvesting tool handle. The hemopro 2 was returned inside the cannula. The hemopro 2 was removed from the cannula for evaluation. Tissue buildup was observed on the jaws. The heater wire was observed to be flexed away from the center of the hot jaw, but remained attached at the tip and base. The silicone insulation was observed to be intact with no defects. No other defects were observed on the harvesting tool. Blood was observed on the c-ring. The c-ring was observed to be intact with no missing components. The scope washer connector and the distal insufflation connector were intact with no defects. No other defects were observed on the cannula. The reported device was not received, and thus could not be evaluated; therefore, it is not possible to confirm the reported failure mode "inflation issue; balloon". Based on the returned condition of the device and the evaluation results, the analyzed failure mode "material twisted/ bent; wire" was confirmed. Specific actions for the analyzed failure mode "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using vasoview hemopro 2, the balloon cuff would not inflate. The customer did not have an accessory kit available, so a replacement device was used to complete the procedure. The hospital did not report any patient effects.